Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the eos message was caused by normal battery depletion. To resolve the issue, the patient stated their doctor suggested they have the device removed and re-inserted. However, the patient stated their doctor expressed concern that this was supposed to be a 10 year battery life and it had been only 2 years and the battery was dead. The patient stated they felt there should be some type of action or warranty on behalf of this device since they would incur additional costs for the surgery and they would have to restrict activities for at least one month for healing. The patient stated they had several trips planned and they would not be able to have surgery until this summer. The patient stated this was causing them concern that they didn't have the bladder relief they had with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back regarding longevity concern with their ins. Caller reported they got a letter via email, filled out, and sent back via email (response sent (B)(6)2025). Patient also said their managing hcp filed a formal complaint regarding the longevity on (B)(6)2025. Patient said they were scheduled to have replacement sometime in (B)(6), but wanted to know if they would get charged and, if so, how much. Agent reviewed cost varies by insurance and suggested patient reach out to their insurance. Patient stated they had already reached out to insurance, but they didn't know if the info they got was for the procedure only or procedure plus all equipment/parts. Patient requested a copy of device warranty documents.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that yesterday they noticed that they felt like they had more bladder urgency lately and they thought they should adjust their stimulation. The patient stated they hadn't made any changes to their settings for a long time so they charged their handset but reported they couldn't communicate with their implant and got a message that said 'end of service (eos), therapy has stopped, replace the internal device to continue therapy' and provided implant serial number. The patient inquired if that meant their battery was dead. The meaning of eos was reviewed and the patient was redirected to their healthcare provider (hcp) to address the issue. The patient stated they had only had the implant for 3 years and inquired about longevity of implant and stated they thought they said it was a 5-10 year longevity. The patient stated they didn't think they had therapy at a terribly high setting, "maybe 6 or something." The agent reviewed implant longevity and therapy settings impact on longevity. When the agent asked for event date, the patient stated they were so busy in december so they didn't notice "per say," and stated they would say maybe early in january that they noticed they were getting up to go to the bathroom more frequently "and things" so they thought they had to "reset it" to a higher level. The patient clarified they would say started beginning of the year "kind of." The patient was redirected to their health care provider to further address the issue and provided the patient with their managing healthcare provider's phone number per patient's request.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.